Event description:
Philips received a complaint on the patient information center ix indicating that they had a loss of telemetry signal. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who restarted the network switch to resolve the issue. The head nurse confirmed that the control room and telemetry are correctly working. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.